Event description:
It was reported a postoperative echocardiogram conducted in 2008 revealed intravalvular regurgitation. The valve was explanted and a 21 mm sjm mechanical valve (model 21aj-501) was implanted. Additional information has been requested.